Event description:
Inaccurate readings reported by the customer.

Manufacturer narrative:
Additional device system component part number: pa009776/0570-0188. The device was evaluated and failed dcm caused inaccurate readings. Dcm replaced. No other issues noted.